Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra 2 was not allowing the patient to perform a blood glucose test. The reporter explained that the meter was going into the setup mode during attempted blood glucose testing. The patient tests her blood glucose 5 times a day. She takes an unspecified type of insulin on a sliding-scale. The reporter indicated that the alleged meter issue started in three months earlier. It is not known what actions the patient took in response to the alleged meter issue. However, the reporter stated that the patient "went a while without getting her blood sugar tested." According to the reporter, the patient did not have any symptoms. However, on five days prior to original date, the reporter claimed that the patient was hospitalized because of the meter issue. In the hospital, the patient's blood glucose was tested on ER/hospital meters and results of over 500 and 600 mg/dl were reportedly obtained. The reporter mentioned that some of the results were higher than the device could read. She mentioned that the hospital treated her with several dosages of insulin in order to get her blood glucose levels down. The reported meter issue was resolved with troubleshooting. Apparently, the patient was pressing the "ok" button prior to inserting a test strip into the meter. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient's blood glucose levels reached over "500 mg/dl" and was given insulin treatment in a hospital after the alleged meter issue began. The reporter said the patient was unable to test because of the issue for a while.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.